Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 98 and 124 mg/dl. Tests were done within 1 minute with a difference of 21%. Pt used one fingerstick for both tests. Control solution test was within limits. Pt's blood applying technique is incorrect. Pt did not experience any adverse events. No further info has been reported.